Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter facility name: a request for clarification has been initiated to obtain the english translation of the (B)(6) facility name that was provided. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation on (B)(6) 2020 with a thermocool® smart touch® sf catheter and died. The procedure was successfully completed. No biosense webster, inc. (Bwi) product malfunctions nor immediate patient consequences were reported. On (B)(6) 2020, post-procedure, the patient¿s family reported that the patient had died. The cause of the death is unknown. The patient visited the hospital on (B)(6), and was reported to be fine with no recurrence of atrial fibrillation. The principal investigator assessed this event as serious, probably not related to the device and probably not related to the procedure. No further details are available at the time. With the information available and given the implied relationship of this event to the device and procedure, this complaint is being conservatively reported as ¿death¿ under the stsf catheter (thermocool® smart touch® sf catheter).

Manufacturer narrative:
E1. Initial reporter postal code: (B)(6) during the 3500a initial, it was reported that a request for clarification had been initiated to obtain the english translation of the japanese facility name that was provided. This report is to provide an update as additional information was received on 2/14/2021 and the facility name of (B)(6) was provided. With the facility name being known, the complete address was located. Therefore, the following fields were updated: e1. Initial reporter postal code was changed from (B)(6) and e1. Initial reporter city was changed from (B)(6) in addition, the following patient information was provided: a2. Patient age at the time of event ¿ 60, a2. Age unit - years, a3. Gender- female, a4. Weight of the patient ¿ 57.0, a4. Weight unit ¿ kg, b 6. Tests/lab data including dates - cha2ds2-vasc score 1. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) b1. Is adverse event - was left unchecked on the initial report. Therefore, this field has been populated on this follow up report.